Event description:
It was reported that three pipelines wouldn't released from the capture coil during deployment. The devices were removed from the patient. No patient injury reported. Same event as MDR# 2029214-2012-00355.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were discarded. Model# and lot# of other pipeline involved: model# fa-77500-18; lot# ap12-004; dom: 4/3/2012; exp: 4/3/2015; model# fa-77500-12; lot# 9603685; dom: 6/15/2012; exp: 5/18/2014. (B)(4).